Event description:
The site communicated that the patient underwent right heart catheterization with significant right ventricle failure (right atrium pressure 12 mmhg, pulmonary capillary wedge pressure 3 mmhg, cardiac index 2.5 l/min/m^2). Plan is to continue milrinone.

Event description:
It was reported that the patient experienced hepatic dysfunction starting (B)(6) 2020 and resolving (B)(6) 2020. The patient also experienced right heart failure starting (B)(6) 2020 and resolving on 18oct2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia, right heart failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions, such as hypertension, can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25aug2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient needed to convert to afibrillation with rapid ventricular rate amiodarone started. The patient was cardioverted on (B)(6) 2020.